Event description:
In 2007 the lay user/pt contacted lifescan (lfs) alleging the one touch ultra meter was giving inaccurately high readings. Eleven days later, the medical affairs specialist (mas) spoke with the pt to obtain and verify information. At 9:30 am the patient obtained the blood glucose reading of 233 mg/dl on the reported meter. At that time, the patient was experiencing the symptoms of sweating, blurred vision and he 'felt low.' Following this reading the patient administered self-care by taking two units of humalog insulin, based on this meter reading. The patient passed out. The patient's wife contacted emergency services; she did not attempt to provide any treatment. Within 15 minutes paramedics arrived and obtained a blood glucose reading of 20 mg/dl for the patient. The patient was treated intravenously with glucose. After this treatment, the patient's blood glucose level was 161 mg/dl. He was not transported to the emergency room. Prior to the onset of symptoms that morning, the patient had obtained a fasting blood glucose reading of 80 mg/dl. The patient then ate his breakfast. Approximately two hours later, the patient started to become symptomatic, and then obtained the elevated meter reading of 233 mg/dl. The patient noted this was the first time he had obtained an unexpected elevated meter reading. His usual fasting blood glucose levels range from 50 mg/dl to 200 mg/dl. The patient takes humalog insulin on a sliding scale based on meter readings, and 20 units lantus insulin every evening. The patient has had previous episodes of passing out due to hypoglycemia. The customer care advocate (cca) determined during troubleshooting telephone call the patient's testing technique was correct and the meter was programmed for the correct unit of measure. No quality control testing was performed during the call, as the patient did not have control solution. The meter, test strips and control solution were replaced. While experiencing symptoms suggesting hypoglycemia, the patient alleges he obtained an elevated blood glucose reading on the reported meter and took insulin based on the meter reading. The patient later passed out and received emergency medical attention and treatment with glucose. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.